Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the asymptomatic patient presented in-clinic for follow-up, non-sustained lead noise was observed. Intrinsic pre-mature ventricular contractions were noted via stored egm. It was observed that the device was interrogated with a different software version and was recommended to use an upgraded version and reprogramming the device.